Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. Water was aspirated through the instrument/suction channel. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories. During manual cleaning, the scope was presoaked in a detergent solution, the instrument channel outlet was brushed/wiped with clean lint-free cloth, brush, or sponge, and the instrument channel, instrument channel port, and suction cylinder were also brushed. The customer did not confirm whether the device was inspected prior to use, whether the channels were all connected when reprocessing with an automated endoscope reprocessor (aer), or whether there was any device impact caused by accessories or the aer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The source of the foreign material could not be specified and there was no physical damage to the device where the foreign material was found. The investigation could not confirm that the customer's reprocessing was conducted in accordance with the device instructions; it was determined possible the issue occurred due to insufficient cleaning. However, a definitive root cause of the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the colonovideosvcope had no air-water flow. The scope was not putting out air. The event was found during procedure. The procedure was diagnostic. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged and had a foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional evaluation findings are as follows: the plastic cover had scratches, adhesive rubber glue had a crack, objective lens had a chip at the edge, light guide lens had glue on the lens, air water supply was recommend, control knob movement play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.